Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. There were stored untreated episodes due to the same railing noise. The was a shock while the sensing vector was programmed to the secondary vector. After reprogramming, there was another shock with the sensing vector set to the primary sensing vector. An x-ray was done and was not conclusive. The doctor elected to program the system off and the patient now has a life vest. The system is scheduled for replacement with a transvenous system. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field. The cause traced to device design investigation conclusion code was selected based on evidence from the field that indicates the oversensing resulted from sense b noise. The device is operating as designed.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. There were stored untreated episodes due to the same railing noise. The was a shock while the sensing vector was programmed to the secondary vector. After reprogramming, there was another shock with the sensing vector set to the primary sensing vector. An x-ray was done and was not conclusive. The doctor elected to program the system off and the patient now has a life vest. The system is scheduled for replacement with a transvenous system. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. There were stored untreated episodes due to the same railing noise. The was a shock while the sensing vector was programmed to the secondary vector. After reprogramming, there was another shock with the sensing vector set to the primary sensing vector. An x-ray was done and was not conclusive. The doctor elected to program the system off and the patient now has a life vest. The system is scheduled for replacement with a transvenous system. There were no additional adverse patient effects. The system remains implanted.